Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's communicator has not been able to communicate with the implanted neurostimulator (ins) for about a week. Agent helped them do a hard reset on the communicator and then re-link it. The patient noted that when this issue began last week, they believe that the therapy turned itself off because they were physically not doing so good. They were wobbling like a "drunken sailor" and could feel their muscles twitch. Agent explained that we do not anticipate issues with the communicator turning off the therapy. When they connected to the ins, the therapy was turned on.